Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the c-ring would not fully retract into the cannula as it was catching on the scope. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determined whether or not any trends develop. A lot history record review was completed for the reported product lot number, there was no nonconformance recorded in the lot history. (B)(4).